Manufacturer narrative:
Device was returned for examination. Visual assessment of the device confirmed the nitinol loop has come free from the suture passer and was not returned for evaluation. The shaft of the suture passer is dramatically bent at its proximal end. A review of the complaint data associated for this product confirmed this failure mode to be isolated in nature. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot. This report is being submitted late due to the event description was not clearly understood at the time of receipt. Further review identified this should have been considered reportable per 21cfr 803. Related complaint (B)(4)..

Event description:
The suture retriever from the unilateral kit broke when trying to pull sutures through. A second kit was opened and the same thing happened. We then opened the bilateral kit to pull out the suture retriever and used it and it worked. This record is for the first kit.